Event description:
According to the complainant, during the procedure, it was observed they were not getting any distention and the physician noticed a perforation in the anterior wall of the uterus. The physician aborted the procedure and rescheduled for when the patient was healed. The physician indicated it was unclear how the perforation occurred. The patient status is listed as recovering.

Manufacturer narrative:
A performance analysis of the returned device revealed the reservoir collapsed at the 90 ml and 70ml mark. Post disinfecting initial condition review: no change noted. The procedure set tested and cycled normally without incident. Conclusion: the complaint was reported as a perforation. There are no known manufacturing issues related to this event however a DHR review was performed and there were no issues noted. The procedure set was also tested and there were not issues. Perforations are a user related issue which occurs when a physician advances the sheath too far into the uterus. Refer to page 9 of the hta users manual which states that perforations are a possible adverse event with hta procedures. The most probable root cause is anticipated procedural complication.